Event description:
It was reported that the customer went to the emergency room (ER) with a low blood glucose (bg) level, value not provided; cause was not known. Customer was unresponsive and emergency services were called to assist. Customer was treated with intravenous fluids of saline. Customer was discharged from the ER the same day with the issue resolved and no permanent damage. System check with tandem technical support confirmed the pump was functioning as intended.